Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload event. There is no documentation to show a causal relationship between the fluid volume overload and the liberty select cycler. Additionally, there is no reported malfunction or allegation of deficiency against the liberty select cycler for this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of fluid overload with subsequent hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who experienced fluid overload coincident with peritoneal dialysis therapy. The patient presented to the emergency room with fluid volume overload. The patient was having issues with progressive volume overload over the past several weeks. The patient underwent two hemodialysis (hd) treatments. The patient also presented with shortness of breath upon exertion, but no shortness of breath at rest. The patient also reported having a significantly decreased urine output where now it is minimal volume. A review of the patient systems found edema with lungs clear and respirations non-labored. The patient was diagnosed with volume overload likely due to failing peritoneal dialysis. The patient was to complete hd therapy for several consecutive days to improve volume status. The patient would require to be on hd therapy for at least several weeks and perhaps longer. Further hospital course is unknown. The patient remains on hd therapy, however, the patient disposition is unknown. Should additional information become available, the file will be reassessed and updated accordingly.